Manufacturer narrative:
H3: product analysis: evaluation determined that burr tip indeed broken/ fractured off of tool, only tool and stem received though, not the part that broke off. Tool is corroded and has signs of some adhesive/ gunk material on bottom stem of tool that was attached in drill. The likely cause was identified as evaluation determined that tip/ end of tool broken off. The likely cause was identified as it either had failed bearings or had too much force applied while being used, causing the tip of the tool to break off. It was also noted there are signs of excessive heat as well due to discoloration on stem of tool and possibly melted/ affected bearings from the adhesive marks on it. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the drill bit broke during the intervention . No patient impact was reported.